Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash on her back under the therapy electrode pads. The patient's physician gave the patient a cream to use on the rash. The patient also temporarily removed the lifevest to allow the rash to heal. Follow-up indicated that the condition of the rash improved when she removed the lifevest, but would return when she put it back on.